Event description:
It was reported that the user was disconnected from the pump for approximately a day with the cgm not connected, leading to hyperglycemia until the user performed a fingerstick and reconnected the device so insulin could be delivered. Symptoms included elevated blood glucose without acute complications. Outcomes included no hospitalization, no medical intervention, and no use of backup therapy or ketone testing. Investigation included remote troubleshooting and user education. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the event attributed to the device not being in use due to unclear user-related circumstances. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.